Manufacturer narrative:
B5: per updated information, the problem hasn't resolved. And the doctor consider to continue to observe. The reporter stated, "no treatment or intervention yet". Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -9.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Low vault was observed, lens remains implanted. Unknown was reported to be the cause of this event. If additional information is received a supplemental medwatch report will be submitted.